Event description:
It was reported that the surgeon inserted a device 12.5mm implantable collamer lens in 2007, and the lens was explanted on two days later, due to the pt having a reaction to the lens. The pt experienced endophthalmitis and uveitis/iritis. A vitreous punction corticoid and vitreous tap was performed. Cultures were performed and the results were negative.